Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 21.1 mmol/l (379.8 mg/dl) with ketones of 0.2. The pod was worn between 24 and 36 hours on the arm. It was noted that fluid was leaking and the cannula was bent. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged, and fluid was able to flow through the fluid path with no signs of struggle. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. No damages, tears, or leaks were found in the fluid path that would result in fluid leaking from the pod or failure to deliver insulin.